Event description:
It was reported that a leak was observed at the filter while the set was being primed with saline prior to a chemotherapy infusion. It was further confirmed during follow up, that there was no patient involvement associated with this event, and subsequently, no patient harm or impact as a result.

Manufacturer narrative:
The customer¿s report that the set was leaking at the filter site was confirmed by functional testing. Fluid leaked out (termed ¿weeping out¿) from the bottom vent of the micron adult filter. It was reported that the leak was observed at filter while the set is being primed with saline prior to a chemotherapy infusion. There was no patient involvement. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Functional testing was performed by spiking the primary set to one lab IV bag filled with blue dye water. No other leaks or anomalies were observed. The root cause of the leak was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that leak was observed at filter while the set is being primed with saline prior to chemotherapy infusion. There was no patient involvement.